Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been cut to the surgeons desired length. T1 is missing from the suture/t assembly. T2 has been advanced to the dimple. The trigger has not been fully advanced positioning t2 for deployment. The trigger was advanced fully positioning t2 at the pre-deployment position and the device was tested for deployment using a rubber meniscus model, t2 deployed as intended. Per the devices IFU ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle¿. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure t2 did not deploy. A backup device was utilized to complete the procedure. There was no report of patient impact associated with the event.